Event description:
Physician reported an event of "stoma obstruction" treated with hospitalization and a "lap-band ap system adjustment". Physician reported an event of "abdominal pain" treated with medication, hospitalization, and a "lap-band ap system adjustment."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of obstruction as follows: obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or patient non-compliance regarding choice and chewing of food.